Event description:
Caller indicated the relion prime meter was giving high readings. Customer feels the meter was reading inaccurately high and she dosed herself based on the readings she received. Customer stated her readings continued to be high, so she called the nurse line and provided the nurse with her readings and how much she dosed herself with. The nurse then advised her to go to the ER. At the ER, they took her blood level and was 324 mg. They did not treat her with any medications; (B)(6) 2012 at 1 pm: reading of 442; (B)(6) 2012 at 11:49 pm: reading of hi - dosed 10 units; (B)(6) 2012 at 1:19 am: reading of 515; (B)(6) 2012 at 2:39 am: reading of 538 - dosed 5 units; (B)(6) 2012 at 4:26 am: reading of 469; (B)(6) 2012 at 5:28 am: reading of 506 (called nurse line and was advised to go to ER due to readings being so high); (B)(6) 2012 at 6:00 am: reading of 324 - arrived at hospital; (B)(6) 2012 at 7:02 am: reading of 462 - arrived at home. Customer states: "if I had kept giving myself insulin, I could have bottomed out". She states she had no symptoms and that is why she believes the meter was reading high. She has experienced symptoms of high blood sugar in the past and her lack of symptoms are not concurrent with the high readings the meter was giving. Customer requested a refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.